Event description:
It was reported that at the user facility the trigger of the device disassembled. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event. No further information was provided by the user facility.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The reported disassembly of the trigger was confirmed by a manufacturer repair technician through visual inspection. The user reported that the device was dropped, which can cause the reported event.

Event description:
It was reported that at the user facility the trigger of the device disassembled. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event. No further information was provided by the user facility.